Manufacturer narrative:
The device is a combination product. Device evaluated by MFR: a proximal portion of a synergy ii us mr 3.50 x 16mm stent delivery system was returned for analysis. A section composed of the manifold/hub, the hypotube and a broken and stretched mid-shaft were returned. The section of the device distal of the mid-shaft break site was not returned; this distal section included the wire exchange port, inner and outer shaft polymer extrusion, balloon, stent and tip sections. A visual and tactile examination of the hypotube identified multiple hypotube kinks were also noted. A visual and tactile examination of the mid-shaft region identified a break in the mid-shaft 1210mm distal to distal end of strain relief. The mi-shaft extrusion also appeared to be stretched at the break site. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. A 3.50 x 16mm synergy drug-eluting stent was returned with no reported allegations. However, returned device analysis revealed mid-shaft detached/separated.